Manufacturer narrative:
(B)(4).

Event description:
It was reported the lead malfunctioned, undersensing, due to a confirmed subclavian crush. The lead was explanted and replaced. The patient was fine post-procedure.